Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Alarm was unable to be reproduced. It was reported that the biomed stated that the user sent the arctic sun device down for a non-recoverable alarm 80. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the user sent the arctic sun device down for a non-recoverable alarm 80. Per follow up information received via task on 02apr2025, per wo review, technical support noted, the alarm was not reproduceable and checked the event log and only showed the one alarm 80 in there, device was going back to the floor. Per review of event and work order, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the user sent the arctic sun device down for a non-recoverable alarm 80. Per follow up information received via task on 02apr2025, per wo review, technical support noted, the alarm wasn't reproduceable and checked the event log and only showed the one alarm 80 in there, device was going back to the floor. Per review of event and work order, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the user sent the arctic sun device down for a non-recoverable alarm 80.